Event description:
On 10/16/98, lifescan rec'd a letter from an attorney with the following info: his client, the deceased, purchased and used a lifescan home glucose monitor and "one touch" test strips to test her blood glucose levels. It was further reported that she kept detailed records of readings from her device, however these were not included in the communication except as follows. On 9/12/97, her blood glucose reading was 30 mg/dl using the one touch method. On 9/16/97, her readings were 40 and 35 mg/dl. Based upon these results, her physician ceased her insulin injections. On 9/21/97, the one touch blood sugar tests continued to show hypoglycemic readings despite admin of 50% dextrose in water. Comparative testing performed on 9/21, using the pt's test strips and another batch of one touch test strips yielded results of 56 mg/dl and "high" respectively (unk time of test). The pt allegedly became comatose due to highblood sugar and died as a result of the diabetic coma at 9:45/p on 9/21/97. The death certificate lists diabetes mellitus as primary cause with coma and cerebrovascular accident as secondary cause of death. On 10/30/98, lifescan rec'd additional info; an affidavit of the treating physician. Copy of the death certificate and photocopies of logbook entries. The deceased allegedly purchased a one touch ii meter (serial number unk) in texas in 1995. The subject one touch test strips were purchased approx 3 months prior to the death. The logbook actually shows an erratic pattern of testing, sometimes several days are skipped, sometimes testing only once per day, but a different times of the day. Only 23 results are recorded in the log for september 1 through september 16, the last day for which results are recorded. The following info is interpreted from the logbook entries. On 8/26/97, the pt was prescribed insulin injections (lente and regular) and glucophage based upon meter results ranging from 107 mg/dl to 393 mg/dl obtained in the latter part of august. On 9/9/97, her physician ceased regular insulin injections, however, continued lente injections and oral medication. Her logbook entries for september 8 (1997) were 121, 141 and 236 mg/dl. On 9/16/97, her physician ceased lente injections, prescribed diabeta and continued her glucophage medication. Logbook results for 9/16/97 were 40, 35 and 287 mg/dl and appear to be the last blood glucose results noted in the logbook. On 9/19, the pt was prescribed avomine and buscopan, while her diabeta was withheld. No blood glucose results are available for the 6 days preceeding the reported death. The pt expired on 9/21/97 in the state of nigeria. It is unk if the pt was hospitalized at the time of death.